Event description:
Medtronic received information that this 26 millimeter transcatheter bioprosthetic valve was implanted into an non-medtronic existing surgical aortic valve with a mean gradient of 42 millimeters of mercury (mmhg) and trivial aortic regurgitation. Per the physician the transcatheter valve was fully released and the outflow strut of the transcatheter valve penetrated and dissected the ascending aorta. The dissection was approximately 1 centimeter (cm) and disassociated from that point. It was also reported that per fluoroscopy from the loa view, it did not appear that the transcatheter outflow strut contacted the ascending aorta. As reported, the pigtail could not be placed in the non-coronary cusp (ncc) as it repeatedly moved in and out near the ascending aorta. Therefore, it was thought to be one of the causes of the dissection. Although the physician noted it may have been an indirect factor. Additionally, once the chest was opened, it was confirmed that the outflow struct of the transcatheter valve pierced the ascending aorta. The physician reported the valve itself was the cause of the dissection. As result, surgical intervention via bentall procedure was performed to address the entry point of dissection with an ascending aortic replacement. The disassociation that continued from there to the descending aorta had unspecified conservative treatment. The transcatheter valve remained implanted and functioning. The patient remained hospitalized with a stable condition. It was now also reported that this patient had marfan syndrome and was a factor in this event. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.